Event description:
In 2007, the patient reported experiencing elevated blood glucose. She stated that her blood glucose measured 407 mg/dl approximately 15 minutes prior to the report. She did not provide a normal blood glucose range. She reported a symptom of nausea associated with her elevated blood glucose. She addressed the blood glucose concern by injecting 5 units of insulin using a syringe. During troubleshooting, no issues were found with her infusion device or related to her infusion site. She mentioned that she was ill with a "cold" at the time of the report with the onset occurring two or three days prior. During following up one week later, she reported that she was "doing fine" and reported no additional blood glucose concerns. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.